Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they got repeated apply pads messages during the pt event. They switched to a new set of defib pads and the issue was resolved and analysis was completed by the defibrillator. There was no report of negative pt impact.